Event description:
Customer reported that a patient developed an infection two weeks following a right direct browplasty. The patient was prescribed antibiotics. The event is reported as resolved.

Manufacturer narrative:
Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.